Event description:
It was reported that removal difficulties were encountered. The patient presented with st-segment elevation myocardial infarction and underwent percutaneous coronary intervention. The target lesion was severely tortuous and moderately calcified. Following pre-dilation, a 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. During procedure, the physician tried to cross the stent through a 6f telescope non-boston scientific guide extension but failed due to the stent was stuck in the artery. When trying to remove the stent and guide extension, the stent got damaged. The physician then decided to remove all the equipment and start over. No patient complications were reported.

Event description:
It was reported that removal difficulties were encountered. The patient presented with st-segment elevation myocardial infarction and underwent percutaneous coronary intervention. The target lesion was severely tortuous and moderately calcified. Following pre-dilation, a 2.25 x 38mm synergy xd drug-eluting stent was advanced for treatment. During procedure, the physician tried to cross the stent through a 6f telescope non-boston scientific guide extension but failed due to the stent was stuck in the artery. When trying to remove the stent and guide extension, the stent got damaged. The physician then decided to remove all the equipment and start over. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.25 x 38mm stent delivery system was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. The outer and inner lumen and tactile examination of the entire extrusion found no issues. Examination of the crimped stent via scope found evidence of stent damage with the struts being pulled from the proximal section and bunched at the mid-section. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.